Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that, the cause for the falsely elevated troponin I result was non specific binding. The IFU for dimension ctni flex reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated to depressed results. This assay has been designed to minimize interference from heterophilic antibodies." The instrument is performing within specifications.

Event description:
A falsely elevated troponin I result of 5.56 ng/ml was obtained on a patient sample. The result was reported to the physician. Sequential testing was also positive- 3.78 ng/ml and 4.2 ng/mi. The sequential samples were retested on alternate methodology and results of 0.05 ng/ml and 0.06 ng/ml were obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences to the patient as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause of the falsely elevated troponin I was non specific binding.